Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a plf for vertebral body fracture on (B)(6) 2023. The cement was delivered to the hospital on (B)(6) 2023. It was stored in a refrigerator until (B)(6) , the day of the surgery. The surgery was proceeded as below. 12:20 the sales rep arrived at the operation room and told operating staff to set the operation room to 20 degrees celsius. Around 12:30 as the thermometer in the operating room reached 20 degrees celsius, the cement was taken out of the refrigerator to equalize it with the room temperature. After that, the surgeon inserted prime fenest screws into vertebral body ( to 5). 13:00 mixing of the cement started. After 20-30 seconds of mixing, the cement was checked, and it clearly looked harder than normal and was sticking to the lid. The surgeon determined not to use the cement because the cement might harden during procedures. Another new cement was used in the surgery. The new cement was mixed as the same way as the cement in question, but the state of the new cement was exactly as described in the surgical technique. The state of the cement in question was apparently different from the new cement. The surgery was completed successfully within 30 minutes delay. There is no indication that the time delay occurred at a critical procedure step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical outcome. An additional cement product was readily available. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for product complaint # (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received.,: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part# 07.702.016s, lot # 1f53411, manufacturing site: werk selzach logistik, supplier: (B)(4), release to warehouse date: 02 jun 2021, expiration date: 01 jun 2024. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the vertecem v+ cement kit had no signs of issue. (B)(4) performed a manufacturing investigation on this complaint. In order to rule out a product-specific cause, the batch documentation was checked and retained samples were tested. These examinations showed no deviations. A faulty product is therefore excluded, a user error or incorrect storage is possible. A dimensional inspection and a functional test for the vertecem v+ cement kit were not performed as they are not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the vertecem v+ cement kit was found to have no damage or defect. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.